Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corrosion on keypad traces. No button error alarms noted during testing. Insulin pump has minor scratches on lcd display window, cracks on the battery tube threads, cracks on the reservoir tube lip, cracks on the reservoir tube window, scratches on the reservoir tube window and cracks on the reservoir tube.

Event description:
Customer states he received a button error alarm. Customer's blood glucose was 201 mg/dl. After troubleshooting, customer was advised insulin pump would need to be replaced. No further information provided.